Event description:
An impella cp device was inserted into the right femoral artery in a 69-year-old male patient with a past medical history of a coronary artery bypass graft (CABG), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage c shock, prior to initiation of support. The impella was inserted for ventricular support for a percutaneous coronary intervention (pci). While the patient was in the cath lab, the patient developed a hematoma and oozing at the access site. It was noted that multiple sticks were attempted for access. The repo sheath was placed with angle matching. Heparin 8,000 units was given intra-procedure. The patient was transferred to the intensive care unit (ICU) on integrillin. Hemostasis was achieved with manual pressure. The impella functioned at p-6 at 3.3l/min with no issues. The post-procedure outcome is survived at explant. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Bleeding is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
B5 updated with additional information. E4 was inadvertently omitted on the initial manufacturer device report.

Event description:
It was reported that the hematoma resolved and the pump was discarded.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the injury was not determined due to insufficient clinical details.